Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the patient received a result of 582 mg/dl on his aviva meter and administered 50 units of insulin based on that result. Approximately 30 minutes later the patient began feeling week and had a blood glucose level in the 40's mg/dl. He was unable to retrieve food and drink on his own and required his wife's assistance. The patient ate and drank and about 1.5 hours later he began to feel better. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.